Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2019-03462. It was reported that during an elective ipg relocation procedure on (B)(6) 2019, the physician discovered that one of the patient's leads had migrated into the lumbar area. As a result, the physician opted to explant and replace both existing leads with a penta paddle lead. Effective therapy was restored post operatively. It is unknown which lead had migrated and both will be reported.